Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h4, h5, h8. Additional information: b5. The device was returned to olympus for inspection, and the reported failure of the probe splitting in half during output was confirmed. The probe was found to be broken 11mm from the distal end. An additional reportable malfunction was identified during the device evaluation: the tissue pad was found to be worn. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure, with no design or manufacturing issues identified. The reported event and identified malfunction are attributed to the following sequence of events: the grasping section was repeatedly closed without grasping tissue while the output was activated, causing progressive wear of the tissue pad. As the pad deteriorated, the grasping section made direct contact with the probe, resulting in a contact mark on the probe surface. Continued activation of the output under these conditions generated scratches and cracks at the contact site. Ultimately, the force applied during output activation or tissue grasping caused the probe to fracture. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer. No part of the device fell into the patient's body, and no additional medical or surgical intervention was required as a result of this event. The subject device was replaced with a similar device, and the intended procedure was completed successfully. The patient outcome was reported as good, and no patient harm was associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the sonicbeat 5 mm, 35 cm, front-actuated grip exhibited about an hour after starting the therapeutic laparoscopic colectomy, and laparoscopic bowel surgery procedure, that the probe split in half during output. The intended procedure was completed with a competitor¿s device. No part of the device fell inside the patient. There were no reports of patient¿s harm.